Manufacturer narrative:
Upon receipt, visual inspection of the programmer identified chipped glass on the touchscreen. Next, the programmer was put through, and passed, an automated test system that electrically tests the standard functions of the programmer. After this, the programmer was powered on to check for error reports or boot-up issues. No anomalies were noted. All patient data was erased. The psa system was then tested for proper functionality. All psa functions operated normally. Next, several different test devices were interrogated multiple times, confirming there were no communication problems between the devices and programmer. The ECG and zip telemetry functions were tested, with no issues observed. Additionally, the touch screen was checked for functionality and calibration, with no issues noted. Finally, the system log files were extracted from the programmer and were reviewed for error codes. The existence of an error log and halt (elh) was detected on the log file. Despite analysis findings, this investigation is consistent with the criteria unresponsive during threshold testing.

Event description:
It was reported that the touchscreen was not working on this integrated programmer during device interrogations. This occurred during threshold testing. The programmer was returned for analysis. No adverse patient effects were reported.